Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: no suspect product was received; however, a photograph provided by the customer was evaluated. The picture shows a pseudophakic eye, claimed to be implanted with a tecnis monofocal iol preloaded in the simplicity delivery system model dcb00. An helical shape fiber like particle located paracentral to the lens optical center can be observed and appears to be embedded in the lens material. The nature and/or origin of the observed particle as well as its potential clinical impact cannot be determined from a picture. The complaint issue "inclusions" was not identified. The other observed issues could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that post implantation of the preloaded, monofocal, intraocular lens (iol) the surgeon observed a fiber which they were unable to remove from the patient's left eye as the fiber appeared to be within the fabric of the lens. Due to the risks of removal, the surgeon opted to leave the iol implanted. The patient is aware of the issue. The patient's vision remains excellent as per the post operative check up. No further information was provided.

Manufacturer narrative:
Section a2, a3b, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b: explant date: n/a - lens remains implanted; therefore, not explanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.